Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. Completely broken reservoir tube lip noted. Unit had battery tube threads cracked, minor scratched lcd window, cracked case at display window corners and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 509 mg/dl. The customer stated that the it is ok to troubleshoot. The customer blood glucose was running up and down. The customer stated that the reservoir does not lock in place on reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer had a high blood glucose but not hospitalized.